Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device was received for evaluation. The event was not duplicated during testing; however, the device was not within specifications. The device was found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on. There was patient involvement; no patient impact.